Manufacturer narrative:
Batch review performed on 11 february 2019: lot 1550208: (B)(4) items manufactured and released on 08-sep-2015. No anomalies found related to the problem. To date, another similar event has been reported on this lot. Preliminary investigation performed by r&d project manager: the images show the stem repositioner with the plastic jaw broken. The root cause of the event can not be determined with certainty, but it appears that the instrument was hit with the mallet that could have caused the damage on the repositioner. Concerning the impossibility of removal, the reason can be related to the stem well fixed in the femur.

Event description:
During the primary hip surgery and after all components were implanted, the surgeon was not able to reduce the patient. The surgeon attempted to extract the stem with the stem repositioner but the stem was well fixed and he was not able to explant the stem. During the process of attempting to extract the stem, the stem repositioner was struck with a mallet and it broke. After further examination, the surgeon determined that the reason he was not able to reduce the patient was that the stem was contacting the acetabulum. The surgeon then removed a small portion of bone from the acetabulum and the patient was easily reduced. There was a 40-minute delay in the case and the surgery was completed successfully. No fragments fell into the patient. Additional information: the instrument broke after being struck with mallet: the circled area is the broken part of the instrument.